Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead that was surgically abandoned due to intermittent capture at max output. This lead was successfully replaced. No additional adverse patient effects were reported.